Event description:
It was reported that during use with a minicap transfer set, the peritoneal dialysis (pd) patient observed a separation between the patient connector and tubing of the transfer set. Subsequently, the patient developed peritonitis. The cause of the separation was not reported. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no leaks or issues noted. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.